Event description:
It was reported, the ultrasonic surgical device had one end of polytetrafluoroethylene (ptfe) pad was separated from the upper-jaw on the tip. It was not totally separated, there was no part to be retrieved (it didn't fall into the body). The issue occurred during a therapeutic anterior resection procedure. There were no reports of patient harm. The procedure was completed with a replacement of the same set of equipment without delay.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction in the field: e1 (contact). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the reported event occurred through the following mechanism: 1)during the output activation in seal & cut mode, nothing was grasped in between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad was worn out. 2) due to friction between the grasping section and the distal end of the probe, abnormal heat was generated. This might have caused the tissue pad to partially peel off. 3) the peeled tissue pad was subjected to some kind of load and fell off. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. Drawing number and revision number of IFU: rc2994 12. ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.